Manufacturer narrative:
The service repair technician (pst) replaced the o2 sensor but the issue was not resolved. After some troubleshooting, the o2 sensor kit was replaced due to a bad sensor cable. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the o2 sensor upgrade kit including the o2 sensor cable to a lab use only (luo) electronic patient gas system (epgs). All testing passed successfully multiple times. It was determined that the o2 sensor upgrade kit met specification.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the oxygen (o2) sensor failed accuracy testing at 80% o2. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.